Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer¿s site. The stm replaced the iabp unit's batteries. The stm performed safety and functionality checks as per the service manual and passed according to factory specifications. The iabp unit was returned for clinical service upon completion. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. There was no adverse event or patient injury reported.